Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Customer performed collet cleaning prior to the fse service. Found tip and plunger clamp clean. The instrument was tested without further problem, and was returned to expected operation.